Event description:
It was reported that during preparation of the 10 x 12cm rx stent delivery system (sds), the inner guide catheter wire came out of the wire exchange port. The device was not used and the procedure was completed with another of the same device. No pt injuries or complications were reported. The pt's status is reported as "fine".